Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis with no stent attached. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the balloon cones were noted. Dried red/brown substance noted inside the balloon. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual examination of the outer and inner lumen found no issues. A visual inspection of the mid-shaft section found a break proximal to the port bond on the midshaft polymer extrusion shaft at 119.4cm distal to the distal end of strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-jul-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Following pre-dilatation, a 3.50x32mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, return device analysis indicated the stent was deployed and revealed a shaft break.